Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed false nonreactive alinity I hiv ag/ab combo results on one patient. The result was not reported out. The sample was reactive on other platforms. The following data was provided (1.00 s/co is nonreactive, 1.00 s/co is reactive): alinity hiv test result 0.09 repeated after high speed centrifugation = 0.03 s/co maccura result 13.0 and 13.8 reactive elisa result 2.3 and 2.8 reactive no impact to patient management was reported.

Event description:
The customer observed false nonreactive alinity I hiv ag/ab combo results on one patient. The result was not reported out. The sample was reactive on other platforms. The following data was provided (<1.00 s/co is nonreactive, >/=1.00 s/co is reactive): alinity hiv test result = 0.09 repeated after high speed centrifugation = 0.03 s/co maccura result = 13.0 and 13.8 reactive elisa result = 2.3 and 2.8 reactive no impact to patient management was reported.

Manufacturer narrative:
The complaint investigation for false nonreactive alinity I hiv ag/ab combo results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, and labeling review. In-house testing of retained reagent kit was also completed. Return testing was also performed. Data and information provided by the customer were reviewed and support the complaint issue. Ticket search by lot indicates that the reagent lot performs as expected for this product. Trending review did not identify any trends for the issue for the product. Device history record review did not identify any non-conformances or deviations with lot number 46231be01 and complaint issue. Labeling was reviewed and found to be adequate. In-house testing of a retained reagent kit of the complaint lots was performed, and specifications were met which indicates the product is performing as expected. In addition, the clinical sensitivity was evaluated by testing two commercially available seroconversion panels (zeptometrix hiv 9013 and hiv 9016). The seroconversion panel results were compared to hiv test results provided by zeptometrix and the reagent lots detected the same bleeds as reactive for the seroconversion panels. Based on this data, it showed that the sensitivity performance of the complaint lot is not adversely affected. Return sample testing: testing of the returned patient sample with reagent lot 48137be01, as the complaint lot was not available for testing, confirms the non-reactive result(s) observed by the customer. Supplemental testing by western blot mikrogen recomline hiv-1 & hiv-2 igg showed a negative result. Hbt and nabt testing did not identify interference. Based on our investigation, no systemic issue or deficiency was identified with the alinity I hiv ag/ab combo reagent for lot 46231be01.